Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6) ubd: 06-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports high impedances were observed and the patient experienced a loss of stimulation. Repreports impedances of contact 12: 1110, contact 13: 1160, contact 14: 1170, and contact 15: 1160. Rep reports the cause is unknown. Rep reports they were told there was going to be a battery replacement but when they arrived they were informed that they were replacing one of the patient's leads. Rep checked the impedances and saw the patient had contacts 12 through 15 with high impedances. Rep reports the lead was replaced and this resolved the issue.